Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2 and 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty. The ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for about eight hours, the "leak" alarm sounded from the pump and the iab leaked. The dr was notified and the iab was removed. A second iab was inserted. Event complications: unk - rpt'd 2/11/97; none - rpt'd 2/28/97. Pt current status: stable - rpt'd 2/28/97.